Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented with cardio renal failure and directs were administrated. On (B)(6) 2020, the patient expired due to structural valve deterioration. The trifecta valve had decreased leaflet mobility. The patient was also suffering from cardiorenal failure, chronic renal failure. There was no autopsy performed.

Manufacturer narrative:
Additional information: h6, h10. An event of structural valve deterioration, decreased leaflet mobility, and patient death could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.